Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified while based on the analysis, the alleged fill estimate issue could not be verified.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, it was reported that a cartridge alarm occurred during the load sequence. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Reportedly, the customer changed pump supplies to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.